Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system drawer was offline. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system drawer was offline. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system drawer was offline. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had not recently experienced full offline issues. A remote reboot was directed to the customer, which restored the top portion of the station, but the tower remained offline. A field service engineer (fse) noticed power issues were occurring due to severe weather. Once power was restored, the engineer found the lower portion of the unit had a loose power connection to the battery backup, which was suspended by a zip tie and not resting on the ground. The battery backup was repositioned to prevent cable damage. The power connection was traced to a three-way splitter behind a refrigerator, which was also plugged into the same outlet. This setup was reported to building maintenance for correction. Although the configuration remains unchanged, maintenance plans to address it to prevent future issues. The unit came back online and was tested with medbank support, confirming full functionality. General cleaning and inspection were also performed. The system functioned as intended after the field service engineer repaired the device.